Manufacturer narrative:
(B)(4). G2: foreign: (B)(6). H3: customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that after the surgeon had implanted the anchor, they removed the anchor and found that the implant fractured at the cleat. There was no report of harm or foreign body retained by the patient.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d2, d9, g3, g6, h1, h2, h3, h6, h11 reported event was confirmed by review of pictures. Visual examination of the provided photographs identified that the anchor is fractured near the eyelet. Anchor remains in one piece as fracture is on one side of the eyelet. Device inserter was returned however, anchor was not returned with the inserter, further visual and dimensional evaluations could not be performed. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.